Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power cord assembly and tightened the articulating arm and connections. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a blank left monitor. No pt injury was reported.